Event description:
It was reported that the patient experienced an increase in seizures that were more frequent than before vns after undergoing a generator replacement. No other relevant information has been received to date.